Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based on the user area code. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received the material number and lot number from the customer, therefore further investigation will be unable to be performed. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Technical service notified the customer that we do not recommend that any product be used past the expiration date. In addition, these tubes are also not endotoxin controlled and should not be used for reinjection back into the human body complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes are being used to make autologous serum eye drops and wants to use after expiration date. The following information was provided by the initial reporter: customer is making autologous eye drops and he receives sst tubes 367985 with short dating and wants to know if he can use past expiration date. We do not recommend that any product be used past the expiration date. These tubes are also not endotoxin controlled and should not be used for reinjection back into the human body. He explained that all the papers on making these eye drops use bd tubes for the collection of serum. Explained that these tubes contain clot activator and are also silicone coated. He understands this is off label use of product.